Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and scope issues were identified unrelated to this case. Failure analysis confirmed the scope passed final qa/qc testing after resolving an initial test failure and was unlikely to have contributed to the event. Video review found no system malfunctions or software defects. Two use errors were observed: first, the scope was advanced without live fluoroscopy while the camera view was obscured; second, the rebus probe and biopsy tools were inserted past the af target without adequate visualization. Both use errors were determined not to have contributed to the pneumothorax. The event was more likely related to repeated biopsies and tissue manipulation that weakened the lung parenchyma. The physician did not attribute the pneumothorax to the galaxy system, concluding it was biopsy-related and consistent with the known risks of bronchoscopy. This complaint is reported due to the following conclusions: a pneumothorax was reported following a bronchoscopy procedure. The procedure was completed without intra-procedural complications; however, a post-procedure x-ray in the pacu revealed a pneumothorax. A chest tube was inserted, and the patient was admitted overnight. The chest tube was removed, and the patient was discharged the following day in good condition. The physician did not attribute the injury to the galaxy system, determining it was related to the biopsy. No malfunctions were reported, and two use errors were identified during video review.

Event description:
A pneumothorax was identified post-galaxy procedure. The bronchoscopy was completed without issues, and post-fluoroscopy images showed no signs of pneumothorax. In the pacu, a chest x-ray revealed a pneumothorax. A chest tube was placed, and the patient was admitted. The chest tube was removed the following day, and the patient was discharged the next day. The patient has a history of copd. No device malfunctions were reported.